Event description:
An archer guidewire was used as an accessory product in a patient. Aneurysm and vessel morphology was not reported. It was reported that in a non-endovascular aaa/evar procedure; to place a urethral stent; that the archer guidewire being used caught upon exit, unraveled and the tip broke. Surgery to remove the broken piece was required, on an unknown date. It was reported that the piece was discarded upon removal from the patient. No additional clinical sequelae were reported, and the patient is fine. A review of the returned films during the implant angiogram could not determine the cause of the event. Evaluation summary: the core wire appears intact with no break or damage. The gold-plated ro coil was missing and was not returned. The complaint was confirmed as the outer spring was severely expanded and the distal weld appeared to have broken off. While the off-label use is the main contributing factor, it is possible that the distal weld failed, allowing the outer spring to unravel and eventually breaking off at the distal weld. The weld most likely failed due to the application of force in at attempt to free the wire on exit as it was reported that the wire "got caught on exit." It is unknown what the wire caught on, but it is possible it was on an accessory device.

Manufacturer narrative:
Method: film evaluation. Results: wire breakage, urinary stent procedure. Conclusion: urinary stent procedure.